Manufacturer narrative:
Event did not occur during surgery. Requests have been made for the return of the product. Request has been made to obtain the product. Evaluation is pending upon the return of the product.

Event description:
On (B) (6)2009, the office manager reported that during a kit inspection it was identified that the hinge pin on the rod caliper was broken. This malfunction has been reported in the past for an adverse event.